Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy, when firing the reload, there was a poor formation of staple line. Another device was used to completed the procedure. There was no patient injury.